Manufacturer narrative:
The tech replaced the caster to repair the bed.

Event description:
Info received indicates the brake caster would engage the brake on the wheel but the swivel portion wasn't holding completely tight.